Event description:
On (B)(6), 2009, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's one touch ultralink meter had a damaged display. The reporter claimed there were black marks within the subject meter's display. The patient's relative reported that the alleged issue was discovered on the evening of (B)(6), 2009. The cca noted that the patient is on an insulin pump. At the time the alleged issue began, the reporter stated that the patient took novolog insulin; however, it is not clear if the patient took the insulin as part of his usual regiment or if he took as a result of the alleged issue. The reporter denied that the patient developed symptoms; however, claimed that 1/2 hour after the issue began he tested with another device (brand unknown) and obtained a reading of "118 mg/dl". It was also reported that the patient had food and/or drink at the same time he tested on the other device. At the time of troubleshooting, the patient denied there was any trauma to the subject meter. There is no indication that the rejected issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.